Event description:
It was reported that an ilet user experienced persistent hyperglycemia for approximately seven hours, with the pump indicating insulin delivery while blood glucose remained elevated at 400 mg/dl; the user changed the infusion site a few hours prior and was advised to complete a full supply change when supplies became available. Symptoms included dry mouth and fatigue consistent with hyperglycemia. Outcomes included the need for troubleshooting and education and a plan for follow-up after a complete supply change. Investigation included technical support troubleshooting with guidance to perform a full supply change and monitor glucose response with follow-up in 90 minutes. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential delivery or infusion set factors not confirmed. It was concluded that no definitive device malfunction was identified and that continued monitoring after a full supply change was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.